Event description:
It was reported to philips that the device was displaying a battery calibration recommendation after performing the op check and calibration. There was no reported patient involvement.